Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of dislocation and/or limited range of motion as reported. Additionally, the humeral loosening reported to be found during the revision procedure was likely the result of an insufficient bond between the cement and surrounding bone interface. The dislocation and limited range of motion could be due to the patient's non-compliance of post-surgery exercises; however, it is unclear whether the humeral loosening contributed to the reported event. The dislocation, loosening, and limited range of motion cannot be confirmed and contributions from user-related considerations could not be assessed as the devices were not returned for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 52 yo male patient, initial right shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2025. The patient had been dislocating and had limited range of motion due to non-compliance of exercise. During the procedure the stem was found to be loose. Cement was on the implant only and not on the bony interface. The surgeon used the same size stem as previously inserted. The glenoid was changed as the surgeon wanted a larger surface area to prevent dislocation. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. No images were available. No further information. This is 1 of 2 reports. See MDR# 1038671-2025-01866.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 315-35-00 - glnd kwire. (B)(6) 321-52-07 - 3.2mm drill bit sterile. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.